Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted five needles and three sutures. Two of the needles were parked into a foam provided by the account detached from any suture. One needle was parked into the retainer foam detached from any suture as well. All three sutures were winded inside the retainer. Visual inspection of the retainer noted that it was smashed and warped. The sutures were winded and stuck in the crushed channels of the retainers. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, while the doctor held the needle and taking the product out, the needle easily detached.